Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 5 MDR's filed for the same patient (reference 1825034-2014-01537 / 01540 / 01714).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a femoral collar revision procedure was performed on (B)(6) 2011. Legal counsel for patient reported a second revision procedure occurred on (B)(6) 2013 due to patient allegations of pain, metallosis, popping, dislocation, painful range of motion, unable to bear weight, discomfort to her left groin and bursitis. Legal counsel for patient alleges the psoas bursa was debrided, metal fragments in the soft tissue, and synovitis were noted during the (B)(6) 2013 revision procedure. A review of invoice history confirmed the initial surgery date of (B)(6) 2010 and that the modular head and taper insert were removed during the second revision surgery on (B)(6) 2013. An invoice could not be located for the first revision procedure that was performed on (B)(6) 2011. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces."

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a femoral collar revision procedure was performed on (B)(6) 2011. Legal counsel for patient reported a second revision procedure occurred on (B)(6) 2013 due to patient allegations of pain, metallosis, popping, dislocation, painful range of motion, unable to bear weight, discomfort to her left groin and bursitis. Legal counsel for patient alleges the psoas bursa was debrided, metal fragments in the soft tissue, and synovitis were noted during the (B)(6) 2013 revision procedure. A review of invoice history confirmed the initial surgery date of (B)(6) 2010 and that the modular head and taper insert were removed during the second revision surgery on (B)(6) 2013. An invoice could not be located for the first revision procedure that was performed on (B)(6) 2011. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent left hip revision on (B)(6) 2011 due to pain. Operative report noted the presence of yellow tissue and resorption had caused the collar to shift causing an impingement. The capsule was released and appropriate resection of the collar relieved the impingement. No components were removed. Operative report noted the (B)(6) 2013 revision was due to pain. Operative report noted the presence of a dent in the posterior capsule and external rotators, metal fragments, synovitis, psoas buritis, bone loss, and a cavitary lesion. The modular head, taper adapter, acetabular cup, collar and liner were removed and replaced with a competitor's acetabular system and a biomet head.